Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the controller¿s display was confirmed via evaluation of the heartmate 3 system controller (serial number (B)(6)). During functional testing of the returned controller, the reported event was confirmed; the liquid crystal display (lcd) screen was found to be all white. The controller operated the pump as expected, communicated with a system monitor as expected, and activated alarms as expected. The system controller was disassembled, and troubleshooting isolated the issue to the liquid crystal display (lcd) screen. Following the replacement of the lcd screen, the controller was able to display information as intended and passed functional testing without issue. The downloaded log files were reviewed, and all of the captured data appeared to show the system controller operating as intended. The controller was disconnected from the driveline on 05mar2026, consistent with the reported controller exchange. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, a further cause for the damaged component could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU rev. B was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 IFU, section 6 entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The heartmate 3 patient handbook, rev. B which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1 reporter establishment name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a display failure where it displayed only all bright or dark pixels. The controller was exchanged.